Event description:
Boston scientific (bsc) crm received info that this right atrial (ra) lead dislodged one day post the implant procedure. The physician repositioned the lead and appropriate measurements were taken. No adverse pt effects were reported during this clinical observation.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular mfg process.